Event description:
The patient has a return of symptoms; increased baseline spasticity, fever, and muscle rigidity. The pump was interrogated last week. A dye study (date not reported) was performed, which revealed a kink; the medication was not getting to the intrathecal space. There were no volume discrepancies. The patient was placed on oral baclofen. The patient was being referred for a possible pump and/or catheter replacement. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.